Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 01 manufacturing report number 3003398873-2025-00303 is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of 28-may-2025 is being corrected to 22-may-2025. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during vitrectomy surgery, tip of the ophthalmic scissors broke off inside the eye. A fourth scleral incision was made. A 20g foreign body forceps was used to retrieve the broken tip, and the incision was sutured. The surgery was completed on the same day. Patient outcome was unknown. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its inner and outer blister, covered with the tyvek lid foil showing the lot information. The device evidently shows macroscopic signs of damage, namely that one of the forceps arms is broken off. The broken arm was included in the blister as well. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The inspection does not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).